Manufacturer narrative:
Manufacturer narrative: customer reports that cns (central nursing station) did not alarm when patient expired. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Since there were no logs of the event date, it was impossible to analyze whether the cns did report an alarm or not. According to the result of the waveform analysis, the following fact was confirmed: the f electrode was discontinued, and the automatic lead switching. Function worked. When an electrode disconnection occurred, the waveforms of the last 3 seconds are exempt from analysis on ver.03-05 of org-9110a. To detect the vf alarm, the vf waveform must be continuous for at least 4 seconds. The waveforms similar to the vf waveform continue a little more than 5 seconds, but if it does not include 3 seconds before electrode disconnection, it will be less than 4 seconds. Therefore, there is a possibility that vf alarm did not work during the event. From the waveforms, it can be concluded that the device was operating properly as specified. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
Customer reports that cns (central nursing station) did not alarm when patient expired. Nihon kohden continues to investigate the reported event which includes the cns log files. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Customer reports that cns (central nursing station) did not alarm when patient expired.